Event description:
Customer reported the cutter was stuck, overheated, and had a vibration. Product occurrence not relevant to the health of the patient or user. Device was returned for service.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device returned for service. The root cause is undetermined. No additional information at this time.